Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was 290 mg/dl. This was the second occurrence of replace battery now alarm. Troubleshooting was performed for replace battery now alarm. The insulin pump will be returned for analysis.